Event description:
It was reported that the asymptomatic patient presented for a follow-up in clinic. Upon interrogation, it was noted that the implantable cardiac monitor (icm) exhibited under-sensing. No intervention was performed. The patient experienced no consequences and will be continue to be monitored.